Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, multigravida (the last delivery in 2005, one miscarriage) and cyst. Concomitant products included nsaid's since 2005 and paracetamol (acetaminophen) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage and menstrual disorder to be related to essure (ess205). The reporter commented: she was currently planning for essure removal. Diagnostic results: on (B)(6) 2011,ultrasound scan vagina revealed multiple simple cysts in each ovary with enlargement of the largest cyst in each side. On (B)(6) 2012, the specimen consists of a total hysterectomy weighing 68 gm and measuring 7.7 x 4.4 x 3.7 cm. The external os is stellate and shows no grossly evident ectocervical lesions. The uterus has a normal configuration and is revered by a glistening. Translucent serosa. The uterus is opened by us in the coronal plane. The squamocolumnar junction lies at the appropriate location and is well-demarcated. The endocervical canal communicates with a trial gular endometrial cavity. The endometrial lining is thin and delicate measuring 0.1 cm in thickness no endometrial masses are noted. The myometrium appears homogeneous. Without masses. And measures 1.7cm in thickness representative sections are submitted as follows for microscopic examination: 1 cervix; 2 lower uterine segment; 3 endomyometrium; 4 fundal myometrium. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet was received. Event added from pfs- genital bleeding. Concomitant drug and age added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, vaginal delivery (the last delivery in 2005, one miscarriage) and cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation and menstrual disorder to be related to essure (ess205). The reporter commented: she was currently planning for essure removal. Diagnostic results: on (B)(6) 2011,ultrasound scan vagina revealed multiple simple cysts in each ovary with enlargement of the largest cyst in each side. On (B)(6) 2012, the specimen consists of a total hysterectomy weighing 68 gm and measuring 7.7 x 4.4 x 3.7 cm. The external os is stellate and shows no grossly evident ectocervical lesions. The uterus has a normal configuration and is revered by a glistening. Translucent serosa. The uterus is opened by us in the coronal plane. The squamocolumnar junction lies at the appropriate location and is well-demarcated. The endocervical canal communicates with a trial gular endometrial cavity. The endometrial lining is thin and delicate measuring 0.1 cm in thickness no endometrial masses are noted. The myometrium appears homogeneous. Without masses. And measures 1.7cm in thickness representative sections are submitted as follows for microscopic examination: 1 cervix; 2 lower uterine segment; 3 endomyometrium; 4 fundal myometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- she did not undergo an essure confirmation test, depression and mental anguish. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, multigravida (the last delivery in 2005, one miscarriage) and cyst. Concurrent conditions included flank pain. Concomitant products included nsaids since 2005 and paracetamol (acetaminophen) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and post procedural complication to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she was currently planning for essure removal. Patient received treatment for: pain discrepancy noted: hysterectomy on (B)(6) 2012, date(s) of removal: (B)(6) 2012. Type of removal surgery- hysterectomy - uterus + cervix . Diagnostic results: on (B)(6) 2011,ultrasound scan vagina revealed multiple simple cysts in each ovary with enlargement of the largest cyst in each side. On (B)(6) 2012, the specimen consists of a total hysterectomy weighing 68 gm and measuring 7.7 x 4.4 x 3.7 cm. The external os is stellate and shows no grossly evident ectocervical lesions. The uterus has a normal configuration and is revered by a glistening. Translucent serosa. The uterus is opened by us in the coronal plane. The squamocolumnar junction lies at the appropriate location and is well-demarcated. The endocervical canal communicates with a trial gular endometrial cavity. The endometrial lining is thin and delicate measuring 0.1 cm in thickness no endometrial masses are noted. The myometrium appears homogeneous. Without masses. And measures 1.7cm in thickness representative sections are submitted as follows for microscopic examination: 1 cervix; 2 lower uterine segment; 3 endomyometrium; 4 fundal myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, multigravida (the last delivery in 2005, one miscarriage) and cyst. Concomitant products included nsaids since 2005 and paracetamol (acetaminophen) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and post procedural complication to be related to essure (ess205). The reporter commented: she was currently planning for essure removal. Patient received treatment for: pain. Discrepancy noted: hysterectomy on (B)(6) 2012, date(s) of removal: (B)(6) 2012. Type of removal surgery- hysterectomy - uterus + cervix. Diagnostic results: on (B)(6) 2011,ultrasound scan vagina revealed multiple simple cysts in each ovary with enlargement of the largest cyst in each side. On (B)(6) 2012, the specimen consists of a total hysterectomy weighing 68 gm and measuring 7.7 x 4.4 x 3.7 cm. The external os is stellate and shows no grossly evident ectocervical lesions. The uterus has a normal configuration and is revered by a glistening. Translucent serosa. The uterus is opened by us in the coronal plane. The squamocolumnar junction lies at the appropriate location and is well-demarcated. The endocervical canal communicates with a trial gular endometrial cavity. The endometrial lining is thin and delicate measuring 0.1 cm in thickness no endometrial masses are noted. The myometrium appears homogeneous. Without masses. And measures 1.7cm in thickness representative sections are submitted as follows for microscopic examination: 1 cervix; 2 lower uterine segment; 3 endomyometrium; 4 fundal myometrium. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event:post removal complication added.event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, multigravida (the last delivery in 2005, one miscarriage) and cyst. Concomitant products included nsaids since 2005 and paracetamol (acetaminophen) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and post procedural complication to be related to essure (ess205). The reporter commented: she was currently planning for essure removal. Patient received treatment for: pain. Discrepancy noted: hysterectomy on (B)(6) 2012, date(s) of removal: (B)(6) 2012. Type of removal surgery- hysterectomy - uterus + cervix. Diagnostic results: on (B)(6) 2011, ultrasound scan vagina revealed multiple simple cysts in each ovary with enlargement of the largest cyst in each side. On (B)(6) 2012, the specimen consists of a total hysterectomy weighing 68 gm and measuring 7.7 x 4.4 x 3.7 cm. The external os is stellate and shows no grossly evident ectocervical lesions. The uterus has a normal configuration and is revered by a glistening. Translucent serosa. The uterus is opened by us in the coronal plane. The squamocolumnar junction lies at the appropriate location and is well-demarcated. The endocervical canal communicates with a trial gular endometrial cavity. The endometrial lining is thin and delicate measuring 0.1 cm in thickness no endometrial masses are noted. The myometrium appears homogeneous. Without masses. And measures 1.7cm in thickness representative sections are submitted as follows for microscopic examination: 1 cervix; 2 lower uterine segment; 3 endometrium; 4 fundal myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.